Event description:
It has been reported to philips that the system crashes with an error "red". No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file shows cooling unit leakage. Upon inspection, fse found that there was oil leakage from pressure indicator. Since the system was quite old and nearing the end of its useful life and replacement parts were no longer available, the connector was not replaced. To date there has been no reoccurrence of the reported issues. The codes were updated based on the investigation outcome.